Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician commented that if using a spider fx device below the knee it often causes spasm. If any treatment is required to treat the spasm, physician would use a bit of nitroglycerin selectively. No injury reported.